Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and determined that the root cause of the reported issue is isolated to the reed switch sw5.the customer received a replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the customer's device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.